Event description:
According to the reporter, during an anterior lumbar procedure, on the syn frame guide rod, the hinge of the arm that articulates with the blade broke. There were no pieces to be retrieved from the patient wound, and no extension of time for the procedure. This happened a total of six times, with six different rods, all within the same procedure on the same patient. This complaint is on one of the rods and this is 3 of 6 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. A visual evaluation during the manufacturing investigation noted that the clamps were cracked and can't hold any longer. The clamp nuts are completely flattened. There were visible stress marks at the hexagon indicative of excessive force applied to the clamps. No manufacturing related fault was detected.